Manufacturer narrative:
The field service engineer determined that a mixer shield was not secured properly, causing it to drag on cuvettes, resulting in condensation which would randomly drip into cuvettes. The shield was properly secured. Tubing and probes were decontaminated with bleach. The probe was adjusted. The gear pump pressure was adjusted to specification. The cuvette rinse and detergent cell blank volumes were confirmed to be correct. Precision studies were performed and were within specifications. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ca2 calcium gen.2 on a cobas 8000 c (701) module. No incorrect results were reported outside of the laboratory. The sample initially resulted with a calcium result of 6.8 mg/dl, repeating with a value of 8.2 mg/dl. The calcium reagent lot number and expiration date were requested, but not provided.